Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; there were multiple errors in the logs and the main printed circuit board (pcb) was electrically out of specification. It was also found that the atrial output connector was cracked, the upper case and hanger assembly were also cracked. The red display wire was pinched, but the insulation was not compromised. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was displaying error codes. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.